Event description:
The customer reported that the device stuck on the tissue. Another device was used to seal and cut the vessel. After the procedure was completed, the handle of the first device was forced open and the jaws opened to release from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.